Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned for evaluation. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
Event description:right distal superficial femoral and proximal popliteal artery occlusion.